Event description:
A us distributor contacted zoll to report that a pt experienced an inappropriate defibrillation while using the bathroom in a nursing facility. Multiple counting contributed to the false detection. The ps was conscious at the time of the event. The response buttons were not pressed during the event. The pt remained at home and continued use of the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no info to suggest that the pt sustained a serious injury. Device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor sn (B)(4) - 08/2014, electrode belt sn (B)(4) - 02/2014. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).